Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor displayed failed a baseline test and was unable to complete functional testing. The cause for the failure was isolated to a defective q701 component on the computer/analog pca. The root cause of the defective q701 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.